Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/02/2020. A manufacturing record evaluation was performed for the finished device batch pcj760 and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened overwrap, an empty labeled winding former, a detached needle and four sutures pieces of product code k881h, lot pcj760. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture pieces were cut appears to be by use of the surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/19/2020.